Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 531 mg/dl prior to the call. Customer also reported a blood glucose level over 500 mg/dl, which was treated with the insulin pump. The customer was shipped a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.